Event description:
It was reported that during a therapeutic coronary procedure, upon removal of the manufacturer's wire from the non-manufacturers'' balloon, strong resistance was encountered. The wire and balloon were removed together as a system. The procedure was completed using the suspect device. No patient injury reported. This product problem is being submitted due to removal as a system. There is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Age - ethnicity: no information available. Relevant tests/laboratory data & other relevant history: no information available. Implant date & explant date: not applicable for this device. Initial reporter name and address & report source: country is japan. The returned device was visually and microscopically inspected. The wire was kinked and bent with no rough or sharp edges observed. The probable cause of the reported failure were the kink and bends at the composite core. Manipulation can result in the reported failure; however, it could not be conclusively determined when and how the failure occurred. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.